Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two off-label scs leads with the same lot number. It was reported the pt has a history of epilepsy, and during one of her seizures, the right scs lead migrated resulting in ineffective therapy. Subsequently, the physician explanted and replaced the system (elective ipg explant) to address the issue.